Event description:
Citation: simon et al. Multicenter registry of liquid embolic treatment of cerebral aneurysms. World surgery. In press http://dx.doi.org/10.1016/j.wneu.2013.03.070. Medtronic (covidien) received information through literature review and the following event(s) were captured as a result of the review: an intraoperative rupture occurred in a patient with a basilar apex aneurysm that had recanalized after previous treatment with stent assisted coiling. A hyperglide and a hyperform balloon were used to occlude the neck of the aneurysm and a rebar 14 was used to access the aneurysm. There was contrast extravasation during the seal test and the aneurysm was embolized quickly. Postoperative imaging revealed subarachnoid hemorrhage as well as thalamic and brainstem infarcts ostensibly from the prolonged balloon inflation. The family withdrew care. Information received from same article as MFR report # 2029214-2015-00308.

Manufacturer narrative:
Article website: http://dx.doi.org/10.1016/j.wneu.2013.03.070. The lot history record review was not possible since the lot numbers were not reported. The devices will not be returned for analysis as they were consumed in the event; therefore, the event cause could not be determined. (B)(4).